Event description:
It was reported that the handpiece started on its own w/o activation while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for testing. And eval will be conducted upon receipt of the device, and a f/u report will be submitted if the results of the quality investigation require one.